Manufacturer narrative:
Patient and device details unavailable at the time of this report, this report is submitted on june 06, 2017, (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced cellulitis and drainage at the implant site and was subsequently treated with an oral antibiotic (date not reported). The implanted device remains and the patient will continue to be clinically monitored by their healthcare provider.